Event description:
Customer reported that his sensor was not connecting with his insulin pump. Customer's blood glucose was 120 mg/dl. Troubleshooting found the sensor appeared to be fully inserted and flat against the customer's skin. There was also no damage to the connection bridge or pins on the sensor. During the call, the customer's blood glucose declined to 51 mg/dl. After waiting for the customer's blood glucose to rise, troubleshooting found the customer was able to remove the sensor. There was no physical damage to the sensor or sensor cannula. The customer also stated the insertion needle did not retract when it was removed from the site. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor and found sensor canula bent inside sensor base, unable to confirmed customer received sensor in said condition due to customer returned opened and used.